Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were retracted to the clamp up position. The engaged reload was fully fired with the jaws clamed. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. The instrument was then successfully loaded with a representative device. The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver segment resection laparoscopic procedure, the device was difficult to unload and got locked on liver segment. The surgeon used the harmonic scalpel to cut out the loading unit from the liver segment.